Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the programmer battery compartment was corroded. It was also noted that the patient's adaptive stimulation settings were changing after about 15 minutes of the patient changing the setting. The patient could not tolerate the intensity because the stimulation would go up to 6 when they decreased to 2.0. Over the call, the patient adjusted the laying down setting on group a to 1.9v, which stayed on the correct setting when the patient stood up but after about 15 minutes the setting would change. They adjusted the upright setting to 2.0v the morning of the call, and 15 minutes to 1 hour later the setting went back to the old setting of 2.75v. The patient's group a for their left side was at 2.0 and that group goes up to 3.5v. Patient services assisted the patient in adjusting the setting and recommended consulting with their healthcare provider (hcp) if the settings continued to change. A replacement programmer was sent to the patient. No further complications were reported or anticipated.